Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced increased heart failure symptoms. The right atrial (ra) lead exhibited increased thresholds and intermittent undersensing post implant. It was also reported that p-waves were undersensed and no capture at max outputs. The implantable pulse generator (ipg) and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.